Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue pump use and call back if problem happened again.